Event description:
Hosp staff determined the pt to be a suitable candiate for device defibrillator therapy. The defibrillator charged, but allegedly 'didn't appear to work'. A backup device of same model was connected to the pt and charged. It was alleged this backup device also 'didn't appear to work'. The pt was not resuscitated.